Manufacturer narrative:
The event was caused by incorrect handling of maintenance procedures. In particular, the service technician got eye injury (temporary blood clot) while attempting to aling the ktp crystal . Technician was not wearing protective goggles and using a telescopic mirror tool (with laser on). This is a known risk for the type of device. The service manual indicates the use of due precautions during maintenance procedures, such as adequate safety goggles.

Event description:
This report does not involve a patient. This incident involves a field service technician. Technician was recentering the ktp crystal on the device.